Manufacturer narrative:
(B)(4).

Event description:
The pump site was black and blue; there was tenderness and the area hurt-the patient was feeling a lot of pain at the site. She also had scabs from the needle punctures at refill. The pump was turned sideways-it flipped and the healthcare provider had to stick the patient about ten times to find the port. It was noted that the patient had gained (B)(6) lbs. Further information is being requested from the hcp.